Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the unknown cup was not contributing to the event given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the unknown cup was not contributing to the event given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). D10: cerasul, alpha insert, ii/28 item#: 0100010609, lot#: 2283596. G2: foreign ¿ ¿germany¿. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00170. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : device location unknown.

Event description:
It was reported that approximately 15 years from initial implantation inlay has dislocated from the optically undamaged polyethylene bearing, which caused instability for about 1 year. Revision surgery was performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.